Manufacturer narrative:
The reported event of crm (B)(4) - error; check IV set file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the rn had four lvps attached to a pcu infusing unknown IV fluids/medications when channel d displayed an error stating "check IV set" causing all four lvps to stop infusing. The biomed department stated that they can run the calibration test on the unit, however, the device appeared to need to have the "bottom sensor" replaced. There was no patient harm.